Event description:
It was reported the devices were used during a laparoscopic nissen fundoplication. It was reported the rubber seals split and leaked pneumo. There was no consequence to the patient. 10/02/1998 rep responded she is returning sleeves only, the obturators were discarded by the hospital.